Manufacturer narrative:
Based on the claim against the product by the customer noting a fragment fell into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to replicate and confirm. Failure analysis found the primary finding of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.554" x 0.193" was found to be broken off. The broken piece was returned. The complaint of a fragment falling into the patient was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted total colectomy surgical procedure, the grasper end of the fenestrated bipolar forceps instrument fell into the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the customer reported the grasper end of the fenestrated bipolar forceps instrument fell into the patient which added 20 minutes to the case and x-rays were done. The procedure was completed with no reported injury. On 13-dec-2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected. The surgical task being perform when the fragment fell into the patient was dissecting, grasping and retracting. It is unknown what the surgeon believed caused the instrument to break. It may have been dense tissue and it just fell apart. It was not due to intense usage. The issue happened at the beginning of the case. The surgeon did not get a message or alarm, and the instrument was working fine. The instrument did not collide into anything else. The instrument was removed normally from the arm. The fragment was removed at the end of the procedure. It was located by fluoroscope and removed with another grasper. The fragment was retrieved and confirmed by x-ray that added 20 minutes to the case but did not covert to open. Procedure was completed robotically. No harm or injury to the patient. The patient has not returned to the hospital due to experiencing post-operative complications related to a foreign object.